Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device time on the infusion pyxis was incorrect. A technical support specialist (tss) dialed into the station and identified that the station date and time were set one day ahead. The date and time were corrected, after which the critical override icon was cleared. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system time on the infusion pyxis was incorrect. This was causing issues when nurses attempted to pull medications based on due time. Additionally, an icon appeared at the top of the screen indicating critical override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.